Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 29 mg/dl and was taken to the hospital for assistance. Customer stated that she was having trouble with her sensor, the sensor was alarming lost sensor. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test, sensor passed per specifications and with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.